Event description:
It was reported that during a rotator cuff repair procedure, it was found that the packaging of the 4.75 healix advance kntlss br device was uneven. The device was not utilized, and it was noted that the external packaging showed no signs of indentation or damage. During in-house engineering evaluation, it was determined that the device was deformed/bent. It was not reported if there were any delays to the surgical procedure. It was reported that a spare device was used to complete the surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address was not provided investigation summary: visual inspection of the returned photos found that the device's foil pouch is damaged, however, it shows signs of having been handled, one side shows tape wrapped around the foil pouch. Device evaluation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection found that the device had the anchor still attached to the inserter. The anchor was deformed at the distal end. The foil pouch was missing a part at the top and had clear tape around the top. As the packaging has signs of being manipulated, the damage upon receipt could not be confirmed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of 4.75 healix advance kntlss br would have contributed to the complained device issue. Based on the investigation findings, the potential cause for the packaging condition is traced to the procedural variables, such handling of the device or product interaction before procedure, such as: mishandling of the packaging while opening the package that could have caused the foil pouch damage. The potential cause for the anchor deformed condition could be traced to the procedural variables, such handling of the device or product interaction during procedure, such as: off axis insertion and levering during insertion. As per IFU; axial misalignment or levering with the anchor upon insertion may result in anchor damage. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history record review: a device history review was performed and no non-conformances were identified related to the reported condition.